Manufacturer narrative:
Low pressure alarm was activated in a compressor mini. The service engineer found the motor capacitor defective and replaced it. The motor went back to normal working condition. The defective capacitor was not sent back for further investigation. If the capacitor is broken, the motor for the compressor would not start and pressure will not be build up. Low pressure alarm will be generated. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, no root cause why the motor capacitor failed could be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).